Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to a urgent care and was diagnosed with a skin infection called dermatitis. The site was leaking yellow pus. For treatment, the patient was prescribed cephalexin at 500 mg strength, to take 1 every 8 hours for 7 days. The pod was worn longer than 48 hours on the arm. The patient was discharged after 1 hour. The pod was discarded.